Event description:
Facility reported rapicide fume leakage from dsd is causing headaches and nosebleeds to machine operators and facility nurses. One nurse showed up with a fever and was sent to physician for evaluation. Nurse later was diagnosed with a sinus and ear infection. The nurse had been processing scopes everyday. No clear definitive explanation for diagnosis at this time.

Manufacturer narrative:
Facility stated rapicide fume leakage from dsd was causing headaches and nosebleeds to the operators. Manufacturer tech. Services representative instructed facility to measure maximum exposure limit, below .05ppm and if pvms is vented at .25cfm and at 25psi static pressure. Customer confirmed that all numbers were within specifications. Manufacturer dispatched (fse) field service engineer. Fse discovered air exchange in room not flowing properly. Upgrades were performed, installed (replaced) active vapor management system on dsd.